Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon initially struggled to insert the camera into the trocar, it seemed as though the rubber lining of the port where the camera inserts had a small piece broken off, which was later located on the scrub trolley. Surgeon managed to eventually insert, but then attempted to inflate the balloon, after 30 seconds of trying, nothing appeared to be happening. The balloon failed to inflate properly, it would go up slightly and then immediately start to deflate. It was then removed from the patients abdomen, upon testing it made a popping sound and only one part of the balloon opened, in a flag shape. It appeared part of the balloon was stuck to itself and not inflating both sides. The surgeon inserted the item again and once again it did not inflate correctly. Upon removal the scrub nurse noticed a small hole at the top of the balloon joining to the sheath. It was noted that there were multiple incision wounds to the patient, as the procedure had to be converted to open surgery instead of laparoscopic, due to difficulty in getting enough inflation into the abdomen.